Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got a blank display due to moisture exposure. The customer¿s blood glucose level was 150 mg/dl. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly. Device was received with cracked battery tube threads and cracked case along the side of the battery tube.